Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the product was already returned/discarded.

Event description:
A consumer reported that she received second degree burns on her chest from hot water that spilled from the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning that states "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water", and "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury." Kaz USA, inc. Has requested that the product be returned to our company for testing, but the consumer stated that they had already returned it.